Manufacturer narrative:
It was reported that the catheter balloon only inflated on one side. No patient injury resulted. It is unknown if there was any patient contact or if this occurred while testing the integrity of the balloon. We have not received many details regarding this incident. The sample has not been returned for evaluation. We have no other complaints for this issue. A root cause has not been determined. Due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
It was reported that the catheter balloon only inflated on one side.